Event description:
A nurse reported that an ophthalmic console had an issue with extrusion and extrusion line was not sucking during a vitrectomy surgery. The scheduled procedure was retinal detachment. The procedure was completed slower than normal. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company representative (did not) confirm nor replicate the reported event. However, the fluidics module was replaced as a preventive measure and subsequently returned for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The fluidics module was received for this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The fluidics module was installed into a calibrated system. The returned aux illuminator was recognized by the system. No fluidics module related system messages were observed. Fluidics module met specifications and the customer¿s reported event ¿phacoemulsification aspiration/vacuum issue¿ could not be replicated. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).